Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from their old coaguchek vantus meter (serial number (B)(4)) compared to a new coaguchek vantus meter (serial number (B)(4)), a friend's coaguchek xs meter (serial number (B)(4)) and an unknown laboratory method. This medwatch will cover strip lot 32264221. Please refer to the following medwatches with the following patient identifiers for the other related strip lots. (B)(6) strip lot 24789623. (B)(6) strip lot 30497423. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was believed to be correct. There was no allegation of an adverse event. The customer made their dosage adjustment based on the laboratory result. The customer does not have hematocrit concerns, is not on heparin therapy, no antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in diet, no new medications, no new illnesses, and no abnormal bleeding or bruising. The customer stated that they have no strips remaining. The meters have been requested for return. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.